Manufacturer narrative:
The insulin pump was received with no act button response due to corroded act keypad trace. No moisture damage inside the device or button error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after being exposed to moisture. The customer explained that he was working outside and the device was exposed to sweat. Blood glucose value was 86 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.